Event description:
Caller reported an issue with a continuous glucose monitor (cgm) showing error 42. Despite the error, there was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for performing a pump reset, which resolved the issue, and the caller successfully started a new sensor session.